Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the cause of the bvvi was an uncorrectable parity error. The cause of the parity error remains undetermined.

Event description:
It was reported an implantable cardioverter defibrillator was found in back-up vvi mode and was returned from the hospital. There was no patient associated with this event.